Event description:
(B)(4). Constant ovarian pain, ovarian cysts, heavy menstrual cramps, passing of huge blood clots and tissure, anemia, daily headaches, joint pain, ear problems, breakouts, depression, anxiety, weight loss, no sex drive, the list continues.... Was implanted by dr. (B)(6) at (B)(6) hospital.